Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number was unknown, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a system error (se) 2240 alarm (air in line) occurred on the homechoice (hc) device during dwell three of four. The baxter technical service representative (tsr) helped the home patient (hp) to clear the error and informed them of the error's meaning. There was nothing unusual found during the troubleshooting that could have caused or contributed to the reported alarm. The hp was going to complete therapy with manual exchanges later that morning. There was no patient injury or adverse event associated with this report. No additional information is available.